Manufacturer narrative:
(B)(4) describe event or problem - additional, lot #-correction, serial #-correction, unique identifier (UDI) #- correction, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Performed pairing test with nordic bluetooth device. Passed pairing test with nordic bluetooth device. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.